Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant; nursing mothers." No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a (B)(6) patient underwent valve-in-valve to treat a 21mm surgical valve due to aortic stenosis. The implant duration of the surgical vale was seven years and four months. Through review of the medical records, the patient was (B)(6) and was in need for avr to tolerate the remainder of her pregnancy. Due to complications associated with cpb in pregnant patients, it was deemed appropriate to perform trans-femoral tavr. A 20mm edwards transcatheter valve was successfully implanted in the aortic position without any complications. The patient was transferred from the ccl to cvrr in good condition.